Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to usual diabetes management routine at the time of the alleged issue. Later that evening, the patient claims she had "high sugar." Symptoms were not specified. The patient reportedly increased her usual dose of insulin (80 units). No additional treatment was specified. There was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint was found to have a low/dead battery. The battery was replaced and the meter powers on. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.